Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that seat frame is cracked in the rear of the seat frame on both sides.